Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4) - MDR 3003442380-2025-06505. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6008907 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008907 was manufactured according to the work instruction (wi) version 116 manufactured in the line inset 9, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information, harm code bleeding or blood loss (class I hemorrhage 15% total blood volume, minor abrasion, or laceration) and lot 6008907 with no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced events on (B)(6) 2025. The blood glucose level of the patient was over 400 mg/dl and the patient faced bleeding at insertion site. The issues occurred with three similar types of infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.